Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported, approximately eight years post implant procedure, the cardioverter defibrillator generated an audible "patient alert" for high pacing lead impedance greater than 1000 ohms. Oversensing was observed, and the sensing integrity counter registered a high value. Actions to be taken as a result of this event have yet to be determined and additionally, no patient complications have been reported as a result of this event.